Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) showed molecular false positive results. The following information was provided by the customer. Customer states that they are following pi recommendations and not reporting c. Tropicalis result unless yeast is seen on the gram stain. Customer follows up the molecular false positives with repeat gram stain and fungal media. Customer reports no patient impact. There were 2 occurrences for this date of event. 02oct2023.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021; batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) showed molecular false positive results. The following information was provided by the customer. Customer states that they are following pi recommendations and not reporting c. Tropicalis result unless yeast is seen on the gram stain. Customer follows up the molecular false positives with repeat gram stain and fungal media. Customer reports no patient impact. There were 2 occurrences for this date of event. 02oct2023.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.